Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. It was also reported that the right ventricular (rv) lead exhibited alerts for both bipolar and unipolar high lead impedance, with a polarity switch, noise on electrogram, elevated sensing integrity counter and a possible fracture at the proximal end of lead, near suture sleeve. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.